Manufacturer narrative:
Additional data: a2, a3a. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that a tritanium pl cage migrated approximately one year post-operatively. The patient did not experience any symptoms or adverse consequences and the cage remained implanted. The patient was revised approximately seven years post-operatively to address a herniation and remove osteophytes. During the revision, the cage was not removed and remains implanted.